Event description:
It was reported that the patient had syncope and a pacemaker check found that the lead was not pacing. Even at maximum outputs, the lead would only pace intermittently. Temporary pacing was performed until the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.